Event description:
Customer reported reverse direction does not work. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the locking system of the upper trigger is blocked. This is attributed to faulty handling. The device was reworked and returned to customer on (B)(4) 2013. (B)(6). Placeholder.